Event description:
Additional information reported that received excessive noise from the system. Sales rep reported the system was rebooted and issue was resolved.

Manufacturer narrative:
B5: updated additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis for product ID nim4cpb1 serial number: (B)(6) could not verify 'not working properly.' Unit presented with sw:(v1.7.5), a defective main pcba with aged batteries, and a broken enclosure standoff. H3: analysis for product ID: nim4cpb1 serial number: (B)(6) could not verify 'not working properly.' Unit presented with sw:(v1.7.5), a defective main pcba with aged batteries, and a broken enclosure standoff. H6: fdr codes c0201 and c0601, fdc d02 are applicable for product ID nim4cpb1 serial number: (B)(6). Fdr codes c0201, c0706 and c0601, fdc d02 are applicable for product ID nim4cpb1, serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6). H6: additional code img g02005 is applicable for product ID: nim4cpb1 serial/lot #: (B)(6) and serial/lot #: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case when surgeon was attempting to monitor, received excessive noise from the system. There was no patient impact.

Manufacturer narrative:
H3 :analysis could not verify 'not working properly.' Unit presented with sw:(v1.7.5) and no fault found. H6: previously submitted codes fdm b17 , fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.